Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer was admitted to the hospital for diabetic keto acidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.